Event description:
Surgeon trialed triathlon disposable cutting block in patient and experienced debris from the cutting block. Surgeon had to remove debris and extra washout was required to complete procedure.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the device was received with minimal damage to one of the sides. Plastic burrs in the blades slots consistent with saw blade contact was observed. Dimensional inspection: not performed as there is no indication or allegation of a dimensional discrepancy. Functional inspection: the device is fully functional. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. As indicated in the surgical protocol, there is a potential for debris generation when using this product.

Event description:
Surgeon trialed triathlon disposable cutting block in patient and experienced debris from the cutting block. Surgeon had to remove debris and extra washout was required to complete procedure.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.